Event description:
The lead was explanted on (B)(6) 2011. Impedance issue.> 2000 ohms, measurements increased only after extender placed. The procedure took place. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).